Manufacturer narrative:
Product ID 8590-1, lot# n427841, implanted: 2014 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
The previously reported conclusion code (B)(4) no longer applies.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. They received assistance from their healthcare provider (hcp) or manufacturer's representative and their concerns were resolved. It was stated that it was repaired in (B)(6) 2014.

Event description:
It was reported that the patient never had therapeutic effect following a pump replacement, and that ever since they came out of anesthesia, they ¿knew it wasn¿t working¿. The patient was ¿getting half the result¿, and noted the symptoms were over the entire system. The patient¿s right leg ¿won¿t cooperate¿, was always sore and would stiffen. The pump was not helping with the pain. The patient had been in to have the catheter checked for leaks and was getting ready to go back in again to have the pump taken out to check the catheter in the pump on 2014 (B)(6). The patient tried epidurals that did not work, then went back in ¿a couple months ago¿ and they did a ¿scan to take pictures¿ where they emptied the pump and ran a dye study. It was noted they detected a leak but were not sure where it was coming from. They could reportedly see ¿fluid floating around¿ but again noted they were not sure where it was coming from. It was later confirmed that the catheter was disconnected from the pump. A surgical revision was performed on 2014 (B)(6) and when the surgeon opened the pump pocket, they discovered that the sc connector was disconnected from the pump. The surgeon removed the existing sc connector portion and trimmed 4 cm off the existing catheter. They then added a new sc connector and aspirated the catheter. The patient was reportedly receiving effective therapy. The pump system was being used to infuse bupivacaine and morphine (unknown).